Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose was 150 mg/dl. Customer stated that the approximate size of air bubbles was big air bubbles. Customer stated that the air bubbles were noticed during fill tubing process. Customer troubleshooting was performed. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed a visual inspection and found reservoir was unable to disconnect them from infusion set.